Manufacturer narrative:
(B)(4). The following were returned: 1 hub without a shaft. 1 cannula shaft without a hub. 1 access cannula and ejector rod. 1 orange biopsy ejector rod. 1 transfer rod set. 1 blue cannula rod of different model. 1 handle. Blood particulates were noted on all the units. The units were decontaminated. Shaft material was observed to be present within the hub. Per subassembly 106151 rev c, the shaft measures about 147 mm. Per the returned product, approximately 4.2 cm (42 mm)of proximal shaft with marking is missing. Viant is the supplier for oncontrol kit. A DHR review was completed. No issues or nonconformances noted. All processes were followed. Case details were reviewed. Customer stated "during a bone biopsy using the driver. During extraction of the sample the needle cannula broke. The extraction could not be done with the driver. The needle cannula was removed after pulling several times with applier. The entire metallic part was removed." One unit of separated cannula and hub were returned. Shaft material was noted to be within the hub. Approximately 4 - 4.5 cm of shaft material was missing from the proximal end of the cannula. Additional information was requested. A response was received. Procedure was bone biopsy of cortical osteolytic lesion of the pagetic bone. First sample was collected with success. During second attempt, fracture was observed at the base of the hub. Needle was removed successfully without any issues. No material was left embedded inside the patient. Sample could not be used in its entirety. Based on the damages incurred on the cannula, it is indicative that excessive stress was incurred on the shaft. Per IFU states the following , do not apply excessive force to driver/ needle set. A manufacturing record review was completed by viant and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that during the bone biopsy using a driver, the needle cannula broke as the sample was being extracted. The extraction could not be done with the driver. The needle cannula was removed after pulling several times with applier. The entire metallic part was removed. Nevertheless, the device was damaged, and the sample could not be used or analysed in its entirety. The patient was fine, and no material was left embedded inside the patient. As per the additional information reported, the CT biopsy performed was of a cortical osteolytic lesion on pagetic bone. An initial sample was collected successfully. The driver was then successfully installed to extract the second sample. The base of the biopsy needle fractured during the attempted removal at the junction with the orange tip. The damaged tip did not allow extraction with the device and a finer wire was used to extract part of the fragmented biopsy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the bone biopsy using a driver, the needle cannula broke as the sample was being extracted. The extraction could not be done with the driver. The needle cannula was removed after pulling several times with applier. The entire metallic part was removed. Nevertheless, the device was damaged, and the sample could not be used or analysed in its entirety. The patient was fine, and no material was left embedded inside the patient. As per the additional information reported, the CT biopsy performed was of a cortical osteolytic lesion on pagetic bone. An initial sample was collected successfully. The driver was then successfully installed to extract the second sample. The base of the biopsy needle fractured during the attempted removal at the junction with the orange tip. The damaged tip did not allow extraction with the device and a finer wire was used to extract part of the fragmented biopsy.